Manufacturer narrative:
The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue and traced the failure to a faulty patient pump, which was found to be blocked. The pump was replaced to resolve the issue. Subsequent functional verification testing was completed without further issues and the unit was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The pump has been requested for return to livanova (B)(4) for further evaluation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error message during a disinfection cycle. There was no patient involvement.

Manufacturer narrative:
The investigation was performed at device manufacturer´s site, (B)(4). Visual inspection found that the pump had a bearing damage and traces of corrosion were identified. The cause was determined to be improper cleaning and/or sterilization. A hardware analysis also revealed that both pumps have a defect in the electronics, causing them to take on too high of an operating current. The root cause for the hardware issue could not be determined.